Event description:
It was reported a motor stall and motor stall recovery were confirmed via the event logs. It was noted the motor stall was caused by the patient having a MRI or other medical procedure on (B)(6) 2014. It was indicated the healthcare provider (hcp) was refilling the patient on (B)(6) 2014 and noted that a motor stall occurred on (B)(6) 2014 and a tube set log on (B)(6) 2014. The recovery was not showing until (B)(6) 2014. It was noted the patient felt fine and did not hear any alarms. It was also reported the hcp was expecting 4.7ml and got 5ml. The patient¿s pump had not been read prior to the refill on (B)(6) 2014. The pump was being used to deliver lioresal. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type catheter. (B)(4).